Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion was noted at 8.8-9.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasions were noted at 42.4-42.6cm and 44.3-44.5cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasions were noted at 37.2-37.8cm and 40.6-40.7cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.